Event description:
It was reported that the patient experience inappropriate shocks due to a tachyarrhythmia. The right ventricular lead was reprogrammed and remains in use. The patient was a participant in the optilink heart failure (hf) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4076, implantable pacing lead, (B)(6) 2009-; 4196, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.